Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - did the needles fall into the patient? If yes, ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? --received information as following from sales rep via phone today. Please refer to the event description, there's no report on patient's injury, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure in 2025 and suture was used. During the procedure, it was reported the needle tip broken during sewing in the myomectomy. The broken needle was retrieved shortly. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided. The procedure was completed and no patient consequence reported. No adverse patient consequences were reported. Additional information was requested.